Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. An investigation was performed and the reported issue was unable to be duplicated. The uim functioned as intended and no anomalies were reported. No further investigation.

Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The distributor in (B)(4) was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty user interface module (uim) for evaluation. As of the september 24, 2015 the alleged faulty user interface module (uim) has not been received.

Event description:
The distributor in (B)(4) reported that the device&#38112;touch screen is unresponsive. There was not report of patient involvement.